Event description:
It was reported that patient had fallen 4-6 weeks ago. Patient had fallen down some stairs and dislocated their shoulder. Patient had been in pain and thought it had been due to the fall, until recently. It was reported that 3-4 weeks ago patient had started feeling a ¿terrific¿ pain that progressively gotten worse. Around the same time, the patient had reported an inability to use their patient programmer (pp). They hadn¿t been able to turn their device on, or make adjustments. It was reported that patient had felt overstimulation sensation. Patient explained that when they had coughed or bent over their stimulation would ¿really shoot up.¿ patient described the sensation as ¿strong.¿ it was also reported that stimulation had been intermittent, as their stimulation sensation would come and go.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) , product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).